Manufacturer narrative:
It was it was identified that the customer had assumed that isoflex lal (a gel support surface) was an air mattress rather than a gel mattress. It was identified that an air mattress may be better suited for this account's needs. The customer's isoflex lal units were replaced with isoair units (an air support surface).

Event description:
It was reported the patient's skin broke down on the mattress. The wound care specialist reported the wound was treated with mesalt and allevyn.

Event description:
It was reported the patient's skin broke down on the mattress. The wound care specialist reported the wound was treated with mesalt and allevyn.